Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold. Weight measurement identified device weight within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, g2, h3, & h6.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional confirmed left side capsular contracture, baker grade IV. Device remains implanted.